Event description:
It was reported that during support, the device stopped and flow went to zero rpm's. The stand-alone mode was active with the bubble alarm activated and the level alarm deactivated. No alarm or message pertaining to the bubble sensor was noted while it was active. There was no report of an alarm or message pertaining to a signal message. The pt was transferred to the emergency hand crank and then switched to another device. Transition to another device was tolerated well by the pt. (B)(4).

Manufacturer narrative:
A maquet field svc tech will investigate the device. A hosp biomed currently has the device and is trying to duplicate the event. A supplemental medwatch will be submitted when add'l info becomes available. (B)(4).